Event description:
The customer sent a message on instagram to flex stating that they had to go to their obgyn for assistance with removal of flex disposable disc. Customer stated the doctor had a hard time with removal and that the disc was suctioned to her cervix. The customer did not mention any adverse symptoms before, during, or after medical removal. The company made three good-faith efforts to follow up with the customer via email in order to obtain additional information. However, the customer failed to respond. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.